Manufacturer narrative:
This follow up report is filed to add the outcome attributed to adverse event that required intervention to prevent permanent impairment/damage. (B)(4).

Event description:
On the occasion of the post-operative x-ray, it was noticed that there was a piece of metal inside the glenoid bone in a position where one of the bioraptor was positioned. It is assumed that this metal part is the inner metal pin which drives the peek pin forward. The surgeon did not recognize anything different from the procedures which he had done before. They are doing post-op x-ray standard-wise and never recognized a similar issue. As they are afraid, that the metal pins is sticking out of the glenoid, which could cause damage to the humeral head cartilage. A revision surgery was performed successfully, the metal piece could easily be removed with a grasper and no metal remnant remained in the patient. The removed part cannot be returned for evaluation because the or staff did not set the piece aside for some reason, as they have been instructed.